Event description:
It was reported that the 1 pac of the cement was used for glenoid with revolution. Then, another lot (jit031 or jft023) hardened for only 6 min with revolution total mixing kit for the stem. So, the surgeon inserted the stem quickly. There was no adverse consequences for the pt and there is no delay for the op. The cement was stored in 10 c refrigerator for a few days, and it was taken out from the refrigerator 3 min starting from mixing. The temp of op room was 23c. The cement was mixed for 30 sec. 1 pac was used. Antibiotic (amikasin) was mixed (antibiotic is usually used in the hosp). The revolution was stored in 23c temp room for few days. All monomer and polymer were used.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.